Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 810:11 was confirmed and reproduced during product evaluation. The root cause was assigned to the ail pcb out of calibration. The ail calibration and verification was performed to fix the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.